Manufacturer narrative:
It is unknown if the device was explanted at the time of the patient's expiration. It was reported that the pump would not be returned. Approximate age of device - 3 years, 8 months. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient expired at an outside of hospital. Details regarding the patient expiration, including cause of death, were not known by the lvad implanting center. No further information is available.

Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device was not returned by the hospital. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.